Event description:
A cracked was noted in the hub of the cypher (crb23300); therefore, the physician was unable to deploy stent. There were no problems observed with the packaging of the product. The product looked visually correct at the time of prepping the balloon; therefore, the balloon was placed on the wire and position in the vessel and prepping began. The product was prepped according to the IFU. The problem with the device was noted upon drawing back to negative, and the air was observed in the indeflator (bubbling). The indeflator was thought to be the initial problem; therefore, a new indeflator was opened and a luer lock 20cc syringe and the same problem occurred. Therefore, the cypher stent was removed and a new cypher was deployed, and the pt was successfully stented. Inspection of stent/balloon at end of case revealed a wedge section of the lumen of the luer lock hub to be loose and insitu. This wedge section after visualization fell out from hub lip (this section is in the accompanying bag). There were no problems attaching the indeflator to the luer hub. A 50:50 contrast to saline solution was sued. There were no problems tracking the device through the vasculature. The physician was performing a stenting to the coronary artery. There were no other noted anomalies.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.